Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title, last name and email address are not provided / unknown.

Event description:
Doctor reports that the healing abutment ieha344 did not seat. Doctor placed another healing abutment.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. The reported device was received for evaluation. The reported condition of the healing abutment not seating was not confirmed. Visual evaluation of the as returned device identified that the device was in good condition functional testing was performed and the healing abutment was able to engage into an applicable in-house implant successfully. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. The probable cause for the reported event is clinician¿s failure to follow recommended protocol for implant placement and final seating. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.